Event description:
The pt reported that she had experienced incidents where her infusion tubing separated at the luer connection. She stated that she was not aware of the recall and she did not retain any of the alleged prod. The pt was educated on the recall. The pt was not able to provide info regarding dates of incidents or prod lot #s. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.